Event description:
Customer called to report the battery cap and gasket on the insulin pump were crooked. The customer stated that there was a large discrepancy between the sensor glucose reading and the blood glucose reading. Sensor glucose reading was 70 mg/dl. Blood glucose reading was 125 mg/dl. The insulin pump alarmed for cal error and went into threshold suspend due to false sensor readings. Customer mentioned a hospitalization due to pneumonia and stated that it was not related to the insulin pump or blood glucose issues. The customer stated that there was blood at the insertion site for the sensor. Customer was on blood thinner medication. The serter did not always release the sensor. The customer mentioned having pain at the insertion site. Customer also stated the sensors have been pulled out when removing the serter. The serter will be replaced as a precautionary measure. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.